Event description:
The user received a questionable hemoglobin a1c generation 2 (a1c) result for one patient sample from the integra 400 plus analyzer serial number (B)(4). The initial result was 14.45% and was reported outside the laboratory. The doctor questioned the result and asked them to repeat the sample. On (B)(6) 2012, the sample was repeated and the results were 7.03% and 7.08%. The result of 7.0% was reported as a corrected result. The patient was not treated based on the erroneous result and was not adversely affected. The user declined a service visit and stated she thought the issue was a random sample specific issue, not an instrument issue.

Manufacturer narrative:
The investigation could not determine a specific root cause. Review of the calibration and qc data verified that the system was working fine. Based upon the reaction kinetics of the sample, the falsely high value was an isolated incident, most probably caused by preanalytic interference. The patient was not treated based on the erroneous result and was not adversely affected.